Event description:
The hospital reported the during an endoscopic vein harvesting procedure, the hemopro 2 extension cable was unable to be disconnected. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).